Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that a 4.0x20mm promus element stent was deployed, not a 4.0x12mm promus element as previously reported.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Post procedure, thrombosis and patient complications occurred. The target lesion was located in the ostial to proximal segment of the right coronary artery (rca). Without predilating, a 4.0x12mm promus element stent delivery system (sds) was advanced and the stent was deployed. After stent implantation, the stent became shortened. A non-bsc stent was implanted and was post dilated with a 4.0x8mm balloon inflated to 20atms. Two days later, the patient experienced pain. A follow up procedure revealed a "rupture" at the distal edge of the promus element stent as well as thrombus inside the stent. A non-bsc stent was deployed to complete the procedure. No additional patient complications were reported and the patient's status is good. This product is only ous approved, but it is similar to an approved us device.